Manufacturer narrative:
The thermogard xp ivtm system (s/n: (B)(4)) was evaluated at the customer's site by a zoll service technician on (B)(4) 2016. The event log was download and no errors were observed. To avoid the customer's mid: 09 error message from re-occurring, the air trap sensor was replaced. The system was functionally tested after the replacement of the air trap sensor, no faults displayed. The thermogard tgxp went through functional, calibration, and electrical safety testing. The system passed all final tests.

Event description:
During a training session, it was reported that the thermogard xp ivtm console displayed a mid: 09 (air trap assembly) and would not clear. There was no patient involvement reported.